Event description:
Surgeon reported a broken I. M. Nail. X-ray shows the nail broke at the fracture site which was a nonunion. We have no record of how long the nail has been in place or the conditions under which it broke other than the leg shows nonunion. Surgery indicated to remove the broken nail and replace with a new i.m. Nail. Cause of the nail breakage was full weight bearing on a nonunion for an unk time. No indication of product defect.